Event description:
On (B)(6) 2005, I underwent a left total hip replacement surgery. I received a depuy size 15 high offset aml with a 36mm femoral head +1.5 with a 54mm pinnacle sector cup and a metal liner 36mm in diameter. Subsequently, I underwent a right total hip replacement surgery on (B)(6) 2006. I received a depuy 54 in diameter pinnacle 100 cup, a metal on metal liner, a +5 femoral head with a size 6 high offset stem. I began experiencing pain and difficulty with the implants shortly after each of these surgeries. In (B)(6) 2010, I complained to my doctor of severe discomfort and pain, such as soreness and difficulty walking and driving. If I drive more than 1/2 hour I begin feeling pain in the right buttocks that travels down my leg. I also feel extreme discomfort when sitting for periods of time, walking, standing or sitting. Dates of use: (B)(6) 2005- present and (B)(6) 2006 - present. Diagnosis: avascular necrosis, left hip and degenerative arthritis, right hip.